Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-12128, 2134265-2016-12129. It was reported that an error message displayed during aspiration. An angiojet® ultra system console and avx® thrombectomy set were selected for a thrombectomy procedure. Priming was successfully completed. Aspiration was initiated inside the patient's body. However, after a little while the device stopped and an error message to check saline supply displayed. It was noted that the tubing was kinked. A second avx® thrombectomy set were selected and priming was successfully completed. Aspiration was initiated inside the patient's body. However, again after a little while the device stopped and an error message to check saline supply displayed. A saline leak into the console was observed. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the angiojet console was not returned for evaluation; therefore, the functional check and initial condition analysis could not be performed for returned product. The product was analyzed on site. On site, they were unable to replicate the fault condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as: 2134265-2016-12128, 2134265-2016-12129. It was reported that an error message displayed during aspiration. An angiojet® ultra system console and avx® thrombectomy set were selected for a thrombectomy procedure. Priming was successfully completed. Aspiration was initiated inside the patient's body. However, after a little while the device stopped and an error message to check saline supply displayed. It was noted that the tubing was kinked. A second avx® thrombectomy set were selected and priming was successfully completed. Aspiration was initiated inside the patient's body. However, again after a little while the device stopped and an error message to check saline supply displayed. A saline leak into the console was observed. The procedure was not completed due to this event. There were no patient complications.